Event description:
A patient reported blood glucose results of 172 mg/dl with a lifescan meter and 142 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The test strips were in good condition, codes matched, and the testing technique was correct. The control solution test was expired. A new meter is being sent to the pt.